Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and hcp (healthcare professional) regarding a patient receiving intrathecal baclofen via an implanted pump. The type of baclofen and lot number were not known to the reporter. The patient had allergies to zithromax and the mmr vaccine. The baclofen concentration was 1000 mcg/ml (20 mls) and the dose was 92.6 mcg/day as of the date of the report. The reporter was not aware of any other drugs being in the pump during the course of the patient's therapy. The pump IFU (indication for use) was listed as cerebral palsy and intractable spasticity. The pump was originally implanted on (B)(6) 2012. Since that time, the pump did not help with the patient's symptoms. They tried increasing the dose; this action did not help. In may 2013, a dye study was performed and it was determined the catheter was kinked and was not going to the spine. On (B)(6) 2013, the catheter was surgically revised. If additional information is received regarding this event, a follow up report will be submitted. The patient's mother reported that the drug brand name of baclofen in the pump was gablofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. On (B)(6) 2012 they kept increasing the dose but when the dye study was performed in (B)(6) 2013 they saw the dye ¿flowing out into the body.¿ the patient stated it was ¿hard to see things¿ with the dye studies. There were no reservoir volume discrepancies then. In (B)(6) 2013 they did a revision and opened up the front and the back of the patient to correct the catheter issue (kink). Additional information was received from the health care provider (hcp). The kink caused the spinal segment to be pulled out of place.